Event description:
During an arthroscopic knee procedure, the arthroscopic cutter was removed from the patient and it was noticed the tip of the device was broken off. A fluoroscopy and an x-ray were performed to try and locate the piece. The piece was determined to not have been left in the patient but metal shavings were. No patient injury was reported by the user facility.

Manufacturer narrative:
A visual examination of the complaint device revealed the distal tip of the inner shaft was broken off and a portion of the broken distal tip was received contained within the inner shaft. The cutting edges of the distal tip of the inner shaft were bent and damaged. Damage was observed on the cutting edges of the outer shaft. Galling was observed inside the distal tip of the outer shaft. The remaining portion of the broken distal tip from the inner shaft of this device was found inside the distal tip of another cutter that was returned with this complaint device and reported on medical device report 1056128-2012-00003. Based on the observed damage, the most probable cause of the broken tip was determined to be that the device made impact with a hard object during clinical use or excessive lateral forces were exerted on the device during clinical use which caused the device to break. Stryker sustainability solutions' instructions for use states: "do not allow the arthroscopic shaver to come in contact with staples, clips or any metal object to avoid damage to the blade and possible patient injury." "Care handling of the instrument is necessary to avoid damage or breakage as a result of excessive force." The device history record for the returned device indicates that the cutter passed all applicable inspections and tests prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.